Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31125416) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, a132cm embovac 71 aspiration catheter (ic71132ca / 31125416) was used and the ¿tube body near the hub end is broken.¿ there was no report of any negative patient impact. On 19-jun-2024, additional information was received. Per the information, the procedure was a thrombectomy procedure. The procedure was via the adapt (direct aspiration first pass technique) targeting the m1 segment of the middle cerebral artery (mca). The device was not snaked (advanced without microwire / microcatheter). There was no excessive vessel tortuosity. The embovac device had not been advanced nor withdrawn against resistance. There was no resistance felt at any point while using the embovac catheter. Per the information, the ¿doctor said that he/she was using the device as normal.¿ the procedure was completed using the react¿ catheter (medtronic). It was confirmed that here was no negative patient impact. The reported issue did not result in any delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 18-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. A fracture was observed at the hub area; however, the device remains connected by the internal wires. No other damages were found on the device. Microscopic inspection was performed. It was noted that the hub had been subjected to bending force, which caused the outer plastic layer to fracture, exposing the internal wires. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. The reported issue in the complaint regarding the catheter hub being broken was confirmed based on the condition of the returned device. Even though no separation was found in the device, a fractured condition was found. According to the risk documentation, a damaged hub is a potential issue that can occur due to an improper storage and / or improper handling of the device when is removed from the pouch. With the limited information available, a conclusive cause cannot be determined; however, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (31125416) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: if flow through catheter becomes restricted, do not attempt to clear catheter lumen by infusion. Doing so may cause catheter damage or patient injury. Remove and replace catheter. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.